Event description:
It was further reported that the patient presented at the time of the index procedure with stable angina. The index procedure treated a de novo, 2.47x10.4mm, 75% stenosis of the mid rca with direct stenting using a 3.5x20mm taxus express2 drug eluting stent and post dilation resulting in 0% residual stenosis. A de novo, 3.53x20.8mm, 90% stenosis of the proximal lad was also treated with direct stenting using a 3.0x20mm taxus express2 drug eluting stent and post dilation resulting in 0% residual stenosis. The patient was discharged four days later on plavix and bayaspirin. In (B)(6) 2009, the patient returned with restenosis in the mid rca with no associated ischemic symptoms. Treatment of the 3.3x10mm, 99% stenosis of the mid rca was performed using balloon angioplasty and placement of a non-bsc drug eluting stent resulting in 0% residual stenosis. The patient was discharged three days post treatment.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the pt developed restenosis. The pt had an unk size taxus express2 stent placed in an unk location. The pt returned post procedure with restenosis of the mid rca (right coronary artery). The pt was hospitalized and an unspecified reintervention was performed. The investigator reported the event was "obviously" related to the study stent. Add'l info has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MFR report #: 2134265-2010-04922. It was further reported that during the index procedure one taxus express2 stent was placed in the mid right coronary artery and one taxus express2 stent was placed in the proximal left anterior descending artery.